Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to excessive air condition. A visual inspection was performed and no defect was observed. The sample then failed a functional test since air bubbles were present through whole set during priming process. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system buretrol set with drip chamber in which the drip chamber failed causing air in line. The air in the line was located after a problem occurred with the ball valve in the drip chamber. This report was a patient in the gym working with physical therapy. The air vent was open as usual with the roller clamp closed to the bag. The pump had completed infusing the volume set to deliver and all of the liquid had drained past the ball to the pump. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report as the air in line was caught before infusion. No additional information was available.